Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reverting to set-up mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at 7am. The patient manages his diabetes with a combination of pills, diet and/or exercise and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿headache and sweating¿ approximately 1 hour after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product, and that the issue occurred after removing/replacing the battery. The csr walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.